Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; details and nature of hospitalization were not provided. Reportedly, customer was experiencing food poisoning and suspects this could be the cause; however customer was unsure if the pump contributed to the hospitalization. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.